Event description:
When attempting to dispose of a used needle, employee found that the collector was jammed at the top. They then struck the collector and sustained a needle stick injury to the palm of their right hand from a needle that penetrated at the bottom of the unit.